Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys testosterone ii assay on a cobas e 801 module. The sample initially resulted in a testosterone value of 12 ng/dl. The result was lower than expected, so the sample was pulled and repeated. The sample was repeated on (B)(6) 2025, resulting in a testosterone value of 396 ng/dl. The repeat value was deemed correct.

Manufacturer narrative:
The testosterone reagent lot number was 833958. The reagent expiration date was requested, but not provided. Calibration and quality control data were acceptable. There was no indication of a reagent performance issue. A review of the alarm trace data showed multiple sample short and sample clot detection alarms near the time the sample was processed. The field service engineer determined that a sipper probe was not aspirating properly. A branching block had cracks on the top where the fittings are. The branching block and sipper probes were replaced. Measuring cell preparation maintenance and an air purge were performed. Quality controls were run and passed. The investigation determined the service actions resolved the issue.